Event description:
The patient reported that the device, implanted in (B)(6) 2013, is showing 7 months left on the battery. The patient noted feeling different as the battery gets closer to the end as normally the patient walks 4-5 miles per day but now is only doing about 3. Follow up was conducted and according to the patient¿s physician¿s office, the rapid battery depletion is due to high right ventricular (rv) and left ventricular (lv) lead thresholds. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: c2tr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; product ID: 5071-53 implantable pacing lead, implanted: (B)(6) 2010; product ID: 5076-45 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was further reported that the device was explanted and replaced and the rv and lv leads were capped and replaced.